Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the implantable pulse generator (ipg) did not meet longevity expectation and exhibited premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.